Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, when the atrial lead was connected to the device a loss of capture and sensing was noted. The lead also exhibited noise and low impedance measurements. The issue persisted and the lead was no longer used and replaced. The patient was in stable condition post surgery and would continue to be monitored.